Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this hms plus instrument had failed the act abnormal control(qc) multiple times over the past month. An anesthesia technician repeated the test using the same sample, which again resulted in failure. The test was repeated using two new samples and both also failed. The original sample initially failed was used to perform quality control (qc) on the other two instruments and passed. The cartridges and qc materials were checked and found to be within expiration dates. The temperature was recorded within the acceptable range. All other controls passed on this instrument, and no qc issues were observed on the other two used instruments. A different anesthesia technician attempted the test again the following day using a sample from a different box, but the test still failed. The use of the instrument was unspecified. There was no adverse patient effect reported with this event.